Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and reported the reservoir was leaking between the rubber rings. Customer's blood glucose was 320 mg/dl. It was advised the reservoir would be replaced and agreed upon that the product would be returned for analysis.